Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the guide wire was intentionally buckled before use. It should be noted that the hi-torque command 18 instructions for use (preparation for use section) states: ¿prior to the interventional procedure, carefully examine all equipment to be used, including the interventional device, for defects. Do not use any defective equipment.¿ the investigation determined the reported difficulties appear to be related to user error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - improper or incorrect procedure or method / prolapsed.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 100% stenosed lesion in the left superior femoral artery (sfa). The procedure was performed without a sheath, using a non-abbott balloon with an ht command 18 st guide wire (gw). Prior to insertion of the guide wire, the dr. Purposely buckled (bent) the command 18 guide wire near the distal end and then advanced the guide wire. When attempting to retract the guide wire back into the non-abbott balloon, resistance was felt with the balloon and the distal tip of the guide wire separated. A snare device was used to remove the separated tip and no part of the device remained in the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.